Event description:
It was reported there was a right atrial automatic threshold (raat) alert. Technical services reviewed and there were concerns of ra loss of capture. Additionally, it was noted that the patient was syncopal during the week. Review of thresholds appears to be normal values. The patient will be evaluated in the clinic. At this time, the lead remains in service. No adverse patient effects were reported.